Event description:
It was reported to philips that the etco2 was not working. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the etco2 was not working. There was no patient involvement. The field service engineer (fse) evaluated the device and found that it needed an et co2 module. Upon conclusion of the evaluation, it was determined that the et co2 module requires replacement. It was replaced. The device passed testing and was put back into service.